Event description:
It was reported that a patient underwent an idvt (idiopathic ventricular tachycardia) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that when ablation was turned on, all body surface leads were saturated. The catheter cable was replaced, and the issue was not resolved. The catheter was replaced and the issue resolved. There was no patient consequence. The customer¿s reported issue of noise saturation on the body surface leads is not considered to be an MDR reportable event since the risk to the patient is low. On 4-jan-2023, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax with a reddish material inside the pebax. This finding was reviewed and determined to be an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and an electrical test were performed following bwi procedures. Visual analysis of the returned product revealed that there was a hole in the pebax. Reddish material inside the pebax was also observed. An electrical test was performed, and no electrical issues were found. The device passed the specification. However, the hole in the pebax can affect the electrical functionality of the device. The damage found could be related to excessive force or manipulation, but this cannot be conclusively determined. The root cause of the hole remains unknown. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The customer complaint was confirmed. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).